Event description:
Patient with a pmh of myeloma received several heparin injections -heparin hep-lock solution 1:100 5cc syringes-. He presented to ER with sob and loc. He was admitted to the hospital in 2008. He had hypotension, severe diarrhea and n/v, chills, and sepsis. He died on four days later. Dose or amount: one syringe, frequency: q8h, route: IV. Dates of use: 2008. Diagnosis or reason for use: line clearance.